Event description:
It was reported that following radiation and steroid injection, the pt experienced a burning sensation at the site of the implantable neurostimulator and down her spine. The caller also reported that turning stimulation on causes "it to be hot" making it painful to have stimulation on. It was reported that the pt was keeping her stimulation off. It was also reported that prior to feeling the burning sensation, the pt had undergone a rhizotomy while stimulation was on. Add'l info has been requested, but was not available as of the date of this report.